Event description:
It was reported that pump battery would not charge, although issue had already resolved by time of call. There was no reported impact to the customer¿s blood glucose level. Customer switched from original tandem charging cable to non-tandem cable with tandem wall adapter and pump began charging, and technical support advised against continued use of non-tandem cable, arranged shipment of replacement tandem charging cable, and no further assistance was required.